Manufacturer narrative:
Additional info: h6 the complaint is confirmed. One unpackaged ar-1318ft-40-1 serial/batch number (B)(6) was received for investigation. Visual evaluation revealed that the driver¿s tip was broken off. It was noted that the shaft was slightly bent. The most likely cause for the reported failure is a user error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a third phalanx middle joint plastics of the ligaments an issue with the reported device occurred. After the anchor was fully inserted the inserter was taken off the anchor but the sutures going through the inserter stuck together with the little part of the end of the inserter. While the surgeon has handling the issue the metal part off the inserter broke off. Due to this failure the needles were cut of as the could not be used anymore. The surgeon was not able to release the sutures from the metal part and therefore retrieved the sutures including the broken metal piece but the anchor remained in the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with additional needles but it was also reported that the anchor was inserted but with insufficient result.. It was not necessary to switch the surgical technique or do a second surgery.